Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced both the main pcb assembly and the device battery and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the device was displaying a service wrench and would not power on. There was no pt use associated with the reported failure.